Event description:
Following a laparoscopic anti-reflux procedure that included the linx device, a pt experienced dysphagia leading to explant of the linx device. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2014. Uneventful device explant on (B)(6) 2014 with device found in correct position and geometry. Pt's dysphagia symptoms reported as resolved following device explant.